Manufacturer narrative:
Device evaluation: received for analysis was one 6f launcher guide catheter lot# 0007701325 coil wrapped in a bio bag. The sheath used in the case was not received for analysis with the catheter. As received the catheter is kinked/crushed in two locations, one mid shaft and the other in the distal curve. Close visual inspection of the distal white soft tip shows damage (protrusion) to the edge of the tip and a slight buckle in the middle of the soft tip, both indicate that the damage occurred from the inside out. The damage seen is consistent with damage incurred from a guide wire being pulled with force against the inside wall of the tip in an outward direction. The shaft tip sleeve outer diameter meets specification at .0867¿ and the shaft outer diameter meets specification at .0828¿ there is no indication of a manufacturing defect. (B)(4).

Event description:
The physician was attempting to use a launcher guide catheter during a procedure. The mid radial artery had little tortuosity. The device was removed from packaging, inspected and prepped per IFU. No abnormalities were noted. It is reported that resistance was felt in radial artery after the launcher exited a non-medtronic 6 fr sheath into the artery. Force was used in the initial insertion. When the resistance was noted the guide catheter was withdrawn from the sheath and the physician stopped the case. The procedure was not completed. It is reported that the radial artery seemed to dissect, but the flap closed by the end of the procedure to the correct vessel wall and the artery re-apposed to show resolution of the dissection. The physician feels that anatomy was root cause of the dissection, but felt that the tip of launcher was deformed. There were no difficulties when the launcher was being removed. The patient is reported to be fine post procedure.